Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that a customer who was wearing an adc device passed away. On (B)(6) 2022, a low reading was reported with the sensor. The reporter wrote that the sensor gave "obviously incorrect values", and a glucose value of 1000 mg/dl was obtained by a hospital's staff (unknown if from healthcare meter or laboratory blood glucose result). The customer was confused and drowsy, and treated with insulin (dose/type unknown) by healthcare professional. Additional comparisons, taken at unknown time, of 500 mg/dl from healthcare meter against 140 mg/dl and 150 mg/dl from sensor were provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The sensor in question was removed and discarded. It was additionally indicated that the customer was admitted into hospital on this date for suspected stroke. This suspected adverse health effect is a known consequence of prolonged mismanagement of diabetes. The reporter wrote that on the (B)(6) 2023, the customer passed away. It is unknown at this time the cause of the customer's death, nor any additional diagnosis or treatment the customer may have received while hospitalized between (B)(6) 2022 and (B)(6) 2023. Adc customer service is currently making attempts to gather additional information regarding this event. If further information is obtained, it will be reviewed for relation to the adc device. Given the information presented at this time, it is inconclusive that the freestyle libre device has led to or contributed to the death of the patient. Adc will continue follow up attempts to obtain the autopsy report and when further information is obtained, a follow up will be sent.